Event description:
A low readings issue was reported with the adc device. Caller reported his wife receiving unspecified readings that were lower when compared to readings obtained on the competitor meter and due to this issue, she was hospitalized and received unspecified treatment. A sensor reading of 109 mg/dl was obtained compared to 250 mg/dl on competitor meter on an unspecified date. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.